Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. On an unreported date, the patient received treatment with injection (inj) meropenem (one gram stat, intraperitoneal, frequency and duration not reported), inj vancomycin (two grams, route, frequency and duration not reported) and inj amikacin (500 mg, route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy not reported. Patient outcome was unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the peritonitis event, prior to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.